Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/12/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/18/2019. Additional information was requested and the following was obtained: what is the size and location of the broken needle retained in the patient? Are any critical structures in that area? 2-0 mh1 vicryl 31mm 1/2c needle, broke on the cervix. Needle retained on the cervix. No other critical structures in that area any x-rays done? Results? Xrays done. Identified needle in the position of cervix has the needle piece been removed yet? Needle unable to remove and completely embedded within cervical tissue. On hysteroscopy no perforation into the cervical cavity. Decision made to leave needle in situ by 2 consultants is it still retained? Yes are there any patient consequences due to retained needle piece? Yes --- needle still in patient if yes, what medical/surgical intervention was provided is any procedure scheduled for removal of the needle piece? Process has been explained to the patient. Currently needle to remain in situ. If patient would like needle to be removed, patient will need a vaginal hysterectomy product code vcp 320h lot number mmbggxs0 2021-10 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off the suture? Did the actual needle break into 2 pieces? Was more than half of the needle retained in the cervix? Please clarify lot #.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the size and location of the broken needle retained in the patient? Are any critical structures in that area? Any x-rays done? Results? Has the needle piece removed yet? Is it still retained? Are there any patient consequences due to retained needle piece? If yes, what medical/surgical intervention was provided. Is any procedure scheduled for removal of the needle piece? Product code. Lot number.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke off in the patient. They could not retrieve the needle and it was left in the patient. There were no adverse patient consequences reported. Additional information has been requested.